Event description:
It was reported that during the surgical procedure, the customer experienced a 23013 system error code which could not be overridden. The procedure was aborted before the da vinci s surgical system could be used but after the patient was under anesthesia for 30 minutes and after the port incisions had been created.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the endoscopic camera manipulator (ecm). The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designated and there was no injury to the patient. The 23013 system error code appeared when the davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put davinci s in a "recoverable safe state". The ecm returned to isi for failure analysis investigation. Engineering discovered that the potentiometer assembly had malfunctioned, thus generating the system errors experienced by the customer.